Manufacturer narrative:
An attempt to reproduce the reported event using the 3.5.0[9144] prod build installed on iphone 12[v.18.5] was conducted and the issue was reproduced. The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4)): agile doc: (B)(4). After a thorough investigation, we discovered that the root cause of the issue the await keyword was not added to the commands for dropping and creating the patient_settings table. As a result, the create table if not exists command could potentially execute before the drop table command completes. This may cause the table to be detected as already existing, preventing the updated schema from being applied. There is database migration issue in 3.5 release code. Due to this issue, care partner users are unable to view patients in the patient list within the cp app the esf number that corresponds to the reported issue is (B)(4). Issue confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:¨ 1.uninstall the application. 2. And install the application again. 3.perform the login. 4.and check dashboard is visible or not. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that carepartner unable to get data from the customer, and the screen remained blank. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6111.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event using the 3.5.0[9144] prod build installed on iphone 12[v.18.5] was conducted and the issue was reproduced. The software failed to meet the specified requirements and performance expectations, (srs doc: 3205046): agile doc: 10948256doc, version r. After a thorough investigation, we discovered that the root cause of the issue the await keyword was not added to the commands for dropping and creating the patient_settings table. As a result, the create table if not exists command could potentially execute before the drop table command completes. This may cause the table to be detected as already existing, preventing the updated schema from being applied. There is database migration issue in 3.5 release code.due to this issue, care partner users are unable to view patients in the patient list within the cp app the esf number that corresponds to the reported issue is 5461448. Issue confirmed to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:¿¨ 1.uninstall the application. 2. And install the application again. 3.perform the login. 4.and check dashboard is visible or not. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.